Event description:
It was reported that during a sigmoid resection, prior to closing the pt, the surgeon inspected the pelvis for any bleeding and noticed that the hemostasis was not as good as usual and decided to use a drain. She then noticed that the white tissue pad had become dislodged from the instrument. It was retrieved. No add'l device was necessary. There were no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.